Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device knife came off the track and would not advance. The device was not applied to tissue when this occurred. The device was returned for evaluation with the knife blade exposed.